Event description:
Additional information was received from the surgeon that the granuloma at the neck incision is related to the patient physiology. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR?, corrected info, initial MDR inadvertently omitted the evaluation status of the device.

Event description:
It was reported that a patient who was recently implanted presented a cellulite in reaction to the intradermal spot, needing to use antibiotics for 10 days. Information was received that the patient has developed strange body granuloma in neck scar. There was not infection signs. The reaction was noted to be mild. Antibiotics were prescribed to preclude a serious injury. Device history record reviews for the generator and lead showed both devices were sterilized prior to distribution. No additional information has been received to date.